Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rear cover has a lost screw which was causing improper connection to the umbilical cord. Once the screw was replaced and cover was adjusted, the imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000554, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site wanted someone to come in and look at the images being taken by the system and make sure its working properly. There was no patient present when this issue occurred. It was noted that the images were dark, but the images were used as a line up shots and the site was still able to use them.